Event description:
It was reported according to a clinical study that the patient was implanted with an anatomic total shoulder implant on the right side. A conversion to a reverse shoulder arthroplasty has been performed approximately 3 and a half years post implantation due to a rotator cuff insufficiency. Diligence is completed and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2. Report source: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00719. 0009613350-2023-00720. 0009613350-2023-00721.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no additional information on the reported event is required at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of the humerus firmly within the shallow socket of the shoulder. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions or experience any sort of trauma to the shoulder. Degenerative tears can also occur because of gradual wearing down of the tendon. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest or with activity, weakness, and crepitus. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00719-1, 0009613350-2023-00720-1, 0009613350-2023-00721-1.

Event description:
Diligence is completed and additional information on the reported event is unavailable at this time.